Event description:
The signal from the mapping catheter stopped working after placed into the patient. The catheter was removed and replaced with no reported harm. Manufacturer response for vascular mapping catheter, 7fr pentaray nav eco highdensity mapping catheter, 2-6-2 spacing, f-curve (per site reporter).